Event description:
Rupture at the polyflux 170h between pur and housing after one minute into treatment. Blood flow rate 100ml/min. The patient lost less than 100 ml of blood. No medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.